Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown therefore a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A home patient (hp) contacted baxter's technical service center regarding a system error (se) 2240 that occurred on the homechoice (hc) unit during dwell. The hp stated he did not disconnect and there were no bags that disconnected. The hp had three bags connected with solution in the final bag and the unused lines were clamped shut. The technical service representative (tsr) advised the hp to cycle the power to clear the alarm. The hp confirmed to complete therapy with a manual exchange. There was patient involvement. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). Should any further information become available, a follow up will be sent.